Event description:
An orthopedic reported that a female pt experienced a seizure two days following her second right knee injection of hyalgan for osteoarthritis. The pt was reported to have been hospitalized for five days and discharged following a neurological workup that was negative. The reporter said the initial hyalgan injection was uneventful. The pt has had no seizures in her past or in her family history. The pt was afebrile and the physician said he is unable to indicate if it was an anaphylactic reaction. The physician said the pt was not allergy-tested prior to receiving the hyalgan. There has been no ige or rast test to date. The pt was reported to have no allergies in her history. Lidocaine was given prior to each injection of hyalgen. The pt and physician do not want to continue further any add'l hyalgen injections. The physician indicated that he was unable to provide any add'l info regarding this case and requested co call his office staff for add'l info because he does not have the chart or the time. On 4/20/98 co spoke to surgical coordinator who reported that she was unable to provide any add'l info about the pt. She said the pt would have to be contacted in order to obtain any add'l info. The reporter added that the pt would be following up with the physician the following day and suggested that co call back then. The surgical coordinator added the initial injection was given 3/24/98 followed by the second injection given on 4/7/98. The following day, 4/8/98, the pt was hospitalized with seizure activity. 4/21/98: a f/u call was made to the office the following day in order to contact the pt. Informed by the office staff that the reporter was busy. Corrective treatment: hospitalization.